Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation-device returned in a biohazard bag. Lens stuck in cartridge nozzle. Received injector with body cover and plunger separated from lens compartment and cartridge. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Result: work order search: two similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a ks-3ai intraocular lens, 25.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was stuck in cartridge, and no patient injury or event. As of the date of MDR submission, the lens was returned, has not been evaluated.